Manufacturer narrative:
Investigation summary: the snap ring from the event unit, an example bead/clamp/snap ring assembly with a cut cord and portion of the bag still attached and seventeen sterile samples were returned for evaluation. The event snap ring was measured and met all specifications. The seventeen sterile samples were deployed and the snap rings met specifications. The exact root cause of the incident remains unknown. When attempting to pull the bag through the trocar, the snap ring may have been caught on the lip causing it to disconnect. Applied's instructions for use (IFU) state, "do not attempt to pull bag through trocar cannula or introducer sheath." Another possible scenario is if the specimen bag was removed by pulling on the bead during specimen removal. By pulling on the bead especially using other instruments, there is potential for the snap ring to be pushed out of the groove it sits in and become detached. The IFU states, "remove the specimen by pulling on the cord loop, thus retracting the bag through the port site for ease of bag removal." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "the hospital is using our inzii retrieval system since a long time without any problems. During the use of this inzii retrieval systems, they noticed after the retrieval, the bag out of the surgical site in the abdominal cavity, there was no metal ring at the green knob. Nobody could say how this occured. The bag was disposed. They only kept the metal ring after they retrieved it out of the surgical site in the abdominal cavity. " patient status unknown.